Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: neu _unknown_cath, serial# unknown, product type: catheter. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that the patient had 3 catheters ¿floating in the spine.¿ the catheters broke off ¿years ago¿ but the exact date was unknown. The healthcare provider (hcp) decided to leave them in the patient¿s body. Additional information was requested but was not available at the time of this report.